Event description:
A discordant advia centaur xp troponin I ultra (ctniul) result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant ctniul result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instruments data it was determined that the cause of the discordant ctniul result was due to a malfunction with a valve. The instrument is performing within specifications. No further evaluation of the device is required.